Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip test was performed twice and passed. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have two (2) severely bent grips, causing misalignment of the grip-tips. There was a 1.789 mm offset for one tip and 1.105mm offset for the other tip. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the medium-large clip applier instrument had clip application failure. The use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary observed. The incident with the medium-large clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon experienced an issue related to unsuccessful clip application (e.g., incomplete closure of clip). The customer used the correct size of clip on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue was resolved with a backup instrument. There are no photos and/or videos of this event available for isi review.